Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she inserted a tampon and forgot it was in and inserted two more tampons. She experienced a brown discharge, vaginal odor and light headedness a few days later and after her period ended. Her stomach felt bloated, sore, nauseated and sensitive to touch. She felt around inside her vagina and removed the tampon that had been left inside. Upon removal, she noticed the string was shorter than normal. After she removed the tampon she felt lightheaded and had two days of heavy bleeding and by the third day after removal she was fully recovered and her symptoms resolved. She did not seek medical attention.